Manufacturer narrative:
The device associated with this incident was not returned for investigation. The patient indicated that they discarded the device.

Event description:
The patient reported that the batteries inside their scale expanded, causing the device to not function even after replacing batteries with new ones.